Event description:
This notification was opened for review of a everflo device with an allegation of smoke emission and melted plug of the device. The patient required medical intervention as she was feeling shortness of breath. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.